Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that a reciproc files 6x file broke during use. The broken part remains in the root canal and further treatment is pending.

Manufacturer narrative:
Two reciproc files r25 8/100 25mm 025 were returned in loose. First file is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Second file is not damaged, not broken. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.